Event description:
It was reported that following a permanent implant, the patient no longer experienced a therapeutic effect. The patient's trial had an 85% coverage of bladder control symptoms and was noted to have "worked great." The patient had their device "adjusted" by their physician but this did not help the patient's symptoms. The patient tried increasing stimulation but found it uncomfortable. The patient still had three programs that they had not tried, yet. Subsequently, the patient tried program 3 at 1.1 but experienced a shocking sensation when they bent over. Stimulation was turned down and the patient indicated that they will be tracking their symptoms. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the implantable neurostimulator (ins) was reprogrammed two times in the physician's office with no return of incontinence. No surgical intervention took place.

Manufacturer narrative:
Programmer model 3037. Serial # (B)(4), lead model 3889-28, lot # v809648, implanted: (B)(6) 2011, explanted: na.